Manufacturer narrative:
One device was received for investigation. Functional testing was unable to duplicate the reported problem. The device passed all testing performed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was beeping constantly and showing no cassette attached. There was unknown patient involvement, and unknown patient harm/adverse event reported.